Event description:
It was reported that since changing the batteries on the patient programmer (pp) the day of the report the patient was unable to feel stimulation. It was verified that therapy was turned on. The patient was able to increase stimulation and tried changing programs from a to b and still felt nothing. No falls or trauma. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information received reported that the patient had a near fall in (B)(6) 2014 with a resulting loss of stimulation. The patient experienced less than (B)(6) therapy relief in the low back and right leg. The electrodes 0-7 had impedances of greater than 10,000 ohms, even when changing the reference electrode. This was tested at 0.7v. The group impedance was not checked. An x-ray was performed, but did not reveal an obvious lead fracture or dislodgement of the lead from the battery header. The cause of the abnormal impedances was undetermined. The lead was removed and replaced with 2 leads on (B)(6) 2015. There were normal intra-operative impedances and good coverage of the painful areas. No additional actions were taken or were planned. The patient was receiving effective therapy.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 97740, serial# (B)(4), product type: programmer, patient. (B)(4).